Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 23-nov-2022. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for ec8+ cartridge lot k22085.

Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat ec8+ cartridges that yielded suspected discrepant pco2 results on a male patient with severe acidosis. There was no patient information available at the time of this report. Date: (B)(6) 2022. Time: 13:59 14:27. Na: 126 mmol/l 125mmol/l . K: 8.4 8.2 mmol/l . Cl: 100 mmol/l 104 mmol/l . Tco2 6 <5. Urea: 19.6 mmol/l 19.5 mmol/l. Hct: 42%pcv 38% pcv. Ph: 6.772 6.833 . Pco2: 4.55 kpa 2.33 kpa. Hco3: 5.0 mmol/l 2.9 mmol/l. Beecf:-30 <-30 . Angap:30 mmol/l <> . Hb: 143 g/l 129 g/l . At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.